Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a cholecystectomy laparoscopy with ioc procedure. The surgery staff has reported that they have come across a defective angled tip ureteral catheter set prior to patient contact. The staff reported that the small cap on the end is not attached and is only loose in the packaging. However, the procedure was completed with a different catheter and no additional procedures or adverse effects to the patient were warrant due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation ¿ evaluation: the angled tip ureteral catheter was not returned for evaluation and no photos have been provided. Without the complaint device, a physical investigation was not able to be completed. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were noted that would have caused or contributed to the reported issue. A review of complaint history for this product/lot number combination revealed one other complaint associated with complaint lot number 7367362. This other complaint was for the same problem and reported by the same customer. Based on the investigation evaluation the root is likely to be manufacturing process related. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.